Manufacturer narrative:
(B)(4).

Event description:
It was reported the revision surgery was performed (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured and a revision surgery has been scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The visual inspection of the returned device confirms that the nail is broken on the proximal end. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No chemical anomalies were seen on the nail when compared to a standard material. Examination of the fracture surfaces of the proximal portion of the nail by sem revealed striations, which are indicative of a fatigue fracture. From the analysis conducted during this investigation, it was concluded that the trigen intertan nail fractured by the initiation and subsequent propagation of a fatigue crack. The fracture most likely initiated on the lateral side of the nail. The fatigue crack eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e., repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. On the basis of our investigation, no material or manufacturing deviations were found. At this time, we have no reason to suspect that the product failed to meet any product specifications. Should additional information be received, the complaint will be reopened.